Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at less than 6 atmospheres and a vertical crack was noted on the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.